Manufacturer narrative:
In initial report it was stated that service order feedback was pending. Per e-mail notification from therakos' service department, service order (B)(4) was cancelled, hence, no additional information is available for this event. This complaint will be closed; if additional information is received, complaint will be re-opened and investigated accordingly. Device not returned.

Event description:
Customer reported a blood leak occurred in the centrifuge during the 6th cycle while filling. Treatment was aborted. Blood leak centrifuge alarm occurred when blood leak occurred. Doctor isolated the centrifuge bowl by clamps and manually returned the blood to patient. When manual return was performed, operator called the phone support. Css recommended not returning blood to the patient that has been exposed to non-sterile parts of the machine. After the manual return, the patient was infused with 120 cc of saline solution. Patient reported to be ok. Service was dispatched (B)(4). Customer did not return product for investigation.

Manufacturer narrative:
A review of lot c760 was performed. There were no non-conformances. This lot met all release requirements. Trends were reviewed for all complaint categories and no trend was detected for centrifuge bowl leak/break nor for leak centrifuge alarm. No corrective and preventive action has been initiated for either of these complaint categories. The assessment is based on information available at the time of the investigation. The service order feedback has not been received at the time of this report. A supplemental report will be filed when this investigation is complete. (B)(4). Not returned.